Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
Getinge became aware of an issue with powerled surgical light. The spring arm's cover was missing, what was confirmed by the photographic evidence. Moreover, the connection between suspension arm and spring arm was faulty. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off may cause contamination and faulty connection between arms could led to the detachment of the device components, creating a risk of injury. It was established that when the event occurred, the surgical light did not meet its specification as cover should not fall and it contributed to incident. There is no information if in the time when the event occurred, the device was or was not being used for patient treatment. The mechanical coupling between the spring arm and the main arm has failed because the circlip was not fully seated in its groove. The root cause is an incorrect fitting during installation or spring arm replacement for maintenance. All the procedure and reminders about the correct fitting of this circlip are detailed in all installation manuals lights where it is involved. This mounting is a critical operation and must be performed according to the rules. The operating manual includes the instructions to pre-position the arms prior to use, in order to prevent damages. We believe that if the manufacturer recommendation would have been followed the incident would have been avoided. Given the circumstances we shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On 5th april, 2021 getinge became aware of an issue with powerled surgical light. The spring arm's cover was missing, what was confirmed by the photographic evidence. Moreover, the connection between suspension arm and spring arm was faulty. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off may cause contamination and faulty connection between arms could led to the detachment of the device components, creating a risk of injury.